Manufacturer narrative:
Malfunction was verified. Ac power charger issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 75 mg/dl.